Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was 10.0 mmol/l at the time of incident. Customer¿s parent stated that the insulin pump center button works intermittently. No significant events leading to keypad anomaly were observed. The customer¿s parent stated that the button would work and sometimes it was hard to press. Customer's parent also reported that the insulin pump fine again after battery has been replaced. Customer's parent will monitor and call back if issue persists. The insulin pump is not expected to return for analysis.